Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to erosion of pump in scrotum and infection. A new 12 cm x 9.5 mm spectra penile prosthesis was implanted as a space saver.